Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited pause episodes due to intermittent r wave under sensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported complaint of false bradycardia and pause episodes was confirmed. The root cause is small r wave amplitude. Reducing r-sensing max sensitivity may reduce r wave under sensing and false brady/pause detection. No device malfunction was found.